Event description:
Customer reported a button error on his insulin pump. The numbers are scrolling when he inputs his blood glucose. The buttons are unresponsive. Customer also received a battery out limit alarm. Changing the battery three times did not resolve the issue. Customer's blood glucose is 154 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no ramping numbers on their own or scrolling bar moving anomaly noted. We were unable to verify the battery out of limit alarm due to no button response. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.